Manufacturer narrative:
Additional information was received that no further information could be obtain. No further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having hives throughout his body since the device was implanted, and the patient's lead had moved causing intense regionalized pain, and pain radiating to the left arm. X-ray confirmed lead migration. It was also reported that the patient experienced anxiety when the device was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having hives throughout his body since the device was implanted, and the patient's lead had moved causing intense regionalized pain, and pain radiating to the left arm. X-ray confirmed lead migration. It was also reported that the patient experienced anxiety when the device was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm; model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having hives throughout his body since the device was implanted, and the patient's lead had moved causing intense regionalized pain, and pain radiating to the left arm. X-ray confirmed lead migration. It was also reported that the patient experienced anxiety when the device was turned on. The patient will undergo an explant procedure.